Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. During the evaluation of the device, the device failed a test step during testing. The device's oxygen blender board and active exhalation control module needs to be replaced to address the issues.